Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit humidifier boiling and water spilling over. There was no report of patient harm or injury. The device was not returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit humidifier boiling and water spilling over. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed during the investigation, pil observed an unknown dust contaminant on the ui panel and top enclosure. Evidence of liquid ingress was observed to the iso port. The pca was observed to have corrosion to it, suggesting evidence of liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. An unknown dust contaminant was observed inside the inlet of the blower box. Evidence of liquid ingress was observed on the blower and blower box. An unknown dust contaminant was observed on the bottom enclosure, heater plate, and the heater plate spring. The heater plate spring appeared to have a rust contaminant on it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty-two error. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and water marks in the device are consistent with being from an external source.